Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: initial reporter phone number (B)(6).

Event description:
It was reported that the right atrial lead was dislodged. No information was available regarding when it was dislodged or when it was reprogrammed. It was noted that the dislodgement happened shortly after the implant; however, the patient kept rescheduling the revision. The lead was explanted and replaced. The patient was stable before and after the procedure.